Event description:
Case description: investigational results: name :novopen4 batch number:unknown no investigation was possible, because neither sample nor batch number was available. Name:novorapidpenfill batch number:unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result added imdrf code added relevant fields updated in EU/ca tab malfunction updated as no device narrative updated narrative updated accordingly. Final manufacturer's comment: 22-jul-2024: the suspected device novopen 4 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient (80 years) and underlying medical condition of type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary. Name: novopen4 batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event [preferred term] (related symptoms if any separated by commas) blood glucose increased [blood glucose increased] novopen 4 could be pushed, but no medication came out [device failure] case description: this serious spontaneous case from china was reported by a consumer as "blood glucose increased (blood glucose increased)" beginning on (B)(6) 2024, "novopen 4 could be pushed, but no medication came out(device failure)" with an unspecified onset date, and concerned a 80 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , novorapid penfill (insulin aspart) ((10 u in the morning, 10 u at noon and 10 u in the evening))from unknown start date for "type 2 diabetes mellitus", patient's height: 160 cm patient's weight: 57.5 kg patient's bmi: 22.460. Dosage regimens: novopen 4: novorapid penfill: current condition: type 2 diabetes mellitus (duration was not reported). Concomitant products included - insulin glargine, glucobay(acarbose) on an unknown date, the patient used novorapid penfill in novopen 4. It was reported that novopen 4 could be pushed, but no medication came out. After the air was exhausted repeatedly, the medication came out. Due to device failure, insulin was not injected into the body, and blood glucose increased. One day before the reporting, morning blood glucose (blood glucose) was over 10 mmol/l, and the next day morning fasting blood glucose (fasting blood glucose) was over 20 mmol/l, and postprandial blood glucose (blood glucose) was over 30 mmol/l. Batch number of novopen 4 was unknown batch number of novorapid penfill was not reported action taken to novopen 4 was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "blood glucose increased (blood glucose increased)" was not reported. On 19-may-2024 the outcome for the event "novopen 4 could be pushed, but no medication came out(device failure)" was recovered.